Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there were past issues with painful stimulation and lack of symptom control. The patient spoke to the man ufacturers¿ representative (rep) and they adjusted to program 4 at 2.4v. The patient felt a flutter on the left side of the bicycle area but then it turned from a flutter to pain that evening. The patient contacted the rep again and she was told to adjust it down to 2.2v. She felt a slight flutter in the same area but she also had pain through the night. There was no incontinence. She had intermittent pain but good control. Her doctor told her to decrease the setting till the pain stopped. She spoke to the rep again on (B)(6) 2014 and she was told to stay on program 4 and decrease to 2.0v but the pain continued. On (B)(6) 2014, a rep adjusted stim to program 2 at an unknown stim level; fecal symptoms were not under control at this time. After the adjustment, the pain and lack of control resolved. She had good control about 90% of the time from that point and no pain. The onset of the lack of symptom control was sudden and unexplained. There was no trauma or fall related to this issue. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.